Event description:
Reportedly, when replacing the pacemaker involved in this MDR report, the physician confirmed that the connector head was disconnected from the titanium body when he removed the pacemaker from the pt's pocket. Contact wire was only connected between connector head and titanium body. It was observed that the atrial lead was pulled from pt's pocket with some force several times. The device was previously interrogated and tested before the revision, all parameters were found normal. The device was replaced and returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply pacemaker models approved under (B)(4). Analysis is pending.